Event description:
On (B)(6), 2010, the primary surgery was performed at th6, 7, 8, 10, 11 and 12 for bone tumor. Date unk: it was found that the rods (both sides) fractured at right above th10 screw. On (B)(6), 2010, the revision surgery was performed to replace the rods and added a transverse connector. The surgeon addressed that he had expected the pt's life time was about 1 year and a half when performing the primary surgery thus he did not place the bone graft, but this seems to have contributed to this event.

Manufacturer narrative:
Device investigation is underway. Investigation results will be provided in a supplemental MDR report.